Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No excessive no delivery alarm during our testing noted. The insulin passed pump rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer received motor error and no delivery alarms. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.